Manufacturer narrative:
(B)(4).

Event description:
The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download, a review found perpetual reboot without "user" shutdown within the investigation window.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was provided for evaluation, but was found not to be revelent to the alleged product. The reported event of the receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.